Event description:
It was reported to technical services on (B)(6) 2011 that this lead is myopotential oversensing that can recreate with isometrics. Currently programmed at 0.25mv sensitivity and bipolar. He can recreate with unipolar too. Lead impedance, sensing and thresholds are good and stable. The oversensing is leading to some inappropriate atr's but no patient symptoms assoicated with that. Rep first noted this today at (B)(6) when checking patient for normal device check. Rep will work with dr. (B)(6) to see if they want to do anything or must monitor. Rep does not know if clinic already knows about this. At this point this is no programming changes made. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).